Event description:
The field engineer reported that the system failed to boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos battery was replaced. The system was then found to be operating as intended.